Event description:
It was reported that a pump did not have audio function. It was also reported that there was not pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned for eval and baxter was able to confirm that the audio function was not present. Further eval identified that the absence of audio was due to a failed 1 watt speaker. All detection capabilities and function performed as expected. The failed speaker was replaced.